Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Follow-up revealed the patient's scs system was explanted. The explant date is unknown.

Event description:
It was reported the patient experienced overstimulation and a burning sensation at the ipg site when the system was off. As a result, the patient will undergo surgical intervention on a later date.

Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.